Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) lot number 6424769 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. A device history record review lot number 5842091 is in progress. Once completed, a supplemental report will be submitted since the correct affected device side is unknown left breast implant is saline mentor smooth round moderate profile 475 cc, catalog number is 3501680, serial number (B)(4), lot number 6424769 and right breast implant is saline mentor smooth round moderate profile 475 cc , catalog number is 3501680, serial number (B)(4), lot number 5842091. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 475 cc breast implants and experienced deflation. The side of the implant is unknown. The deflation was spontaneous. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 11/6/18, it was reported to mentor that the manufacturing date is 11/10/2010. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/20/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view. A rent was discovered within the crease measuring approximately 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
On 12/1/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was explanted on an unknown date. (B)(4).

Manufacturer narrative:
On (B)(4) 2018, it was reported to mentor that the explantation date was (B)(6) 2018. The patient tolerated the procedure well and was in a satisfactory condition after the surgery. The deflation was confirmed to be on the left side. The serial number for left side was (B)(4), lot number was 6424769, catalog number 3501680. The date problem observed was 10/30/2018. The replacement device was catalog number 3501680, serial number (B)(4), lot 6895624. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2018, it was reported to mentor that the device history record (DHR) for the lot number 5842091 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The manufacturing date is 07/31/2008 and the expiration date is 07/15/2012. Manufacturer¿s reference number: (B)(4).